Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited a polarity switch for low impedance measurements. The rv lead exhibited a polarity switch for low impedance. The rv lead also had a high number of short v-v intervals and oversensing of noise. The patient reported feeling dizzy at times. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.